Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the helix of the lead was extrinsically bent upon return. All electrical testing was within specified parameters. The distal lv (low voltage) electrode of the lead was covered in blood. A visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, after repositioning the right ventricular (rv) lead according to very high impedance, it was not possible to screw out the helix. It was also not possible to screw out the helix outside of the patient's body. The rv lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.